Manufacturer narrative:
The reagent lot number is 84783901 with an expiration date of 30-sep-2026. The calibration and qc were acceptable. The field service representative performed preventative maintenance, washed the reagent probe tubing, and performed checks and tests. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine jaff gen.2 results for 3 patient samples on a cobas 8000 c702 module. Patient 1: the initial result was 0.55 mg/dl. The repeated result was 1.01 mg/dl. This result was believed to be correct. Patient 2: on (B)(6) 2025, the initial result was 0.82 mg/dl. On (B)(6) 2025, the repeated result was 1.14 mg/dl. This result was believed to be correct. Patient 3: on (B)(6) 2025, the initial result was 0.49 mg/dl. The repeated result was 0.92 mg/dl. This result was believed to be correct. The samples were repeated because the initial results did not match the clinical history of the patients.